Manufacturer narrative:
Unit received with blank display due to corroded electronic board stack. Unable to perform displacement test, sleep current measurement, active current measurement and self test due to blank display. Unable to verify change/battery lasts less than expected anomaly due to no battery received with unit. Unable to verify replace battery alerts low battery alerts or battery icon anomalies due to blank display. Moisture damage on motor assembly and force sensor assembly. (B)(4).

Event description:
It was reported that their insulin pump had low battery alarm. Customer replace the battery and still had low battery and the battery icon was red. Customer reported that the insulin pump was working again after troubleshoot. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.